Event description:
It was reported that the (B)(4) power chair wrench light is on (unknown flash code). Chair is now intermittently driving. End user can reset power and get the chair to work for a little bit.